Event description:
It was reported that the right ventricular leadless pacemaker (lp) jumped slightly forward during the fixation portion of the initial implant procedure. The delivery catheter's cap also didn't separate from the button and lp inadvertently rotated during tether mode. The doctor decided to remove the device, redock, fixate, and re-enter tether mode. Physician was successful until tether mode again. Multiple attempts to separate the lp from the catheter were unsuccessful. A jiggle test was completed, and a large gap between the catheter's cap and button was observed in long tether mode. However, an attempt to re-enter short tether mode was unsuccessful. A decision to completely remove the device and abandon the procedure was made after multiple unsuccessful attempts to reposition the catheter's protective sleeve over the lp to redock. A snare was used to remove the device and catheter instead. No helix issues were seen on the device after removal. Patient was stable with no consequences.

Manufacturer narrative:
The reported events of separation and docking issue were not confirmed. Visual inspection noted outer helix length was out of specifications; the elongation of the helix was consistent with implant damage. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: h11 - the reported events of separation and docking issue were not confirmed. Visual inspection noted outer helix length was out of specifications; the elongation of the helix was consistent with implant damage. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.